Event description:
The customer contacted physio-control to report that their device froze after opening lid. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed the device logged a service code which caused the device to "freeze up" after opening. The device was archived by physio.

Manufacturer narrative:
The customer will be sent a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze after opening lid. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.